Event description:
It was reported to philips that the x-ray pc failed to boot; fuse and pc were replaced on an azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the x-ray pc and restored system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).